Manufacturer narrative:
On (B)(6) 2016 10:36 am (gmt-4:00) added by (B)(6) ((B)(4)): the customer confirmed the device is available however at this time, we had not received it. We will continue to follow up for its' return so we can do a complete evaluation. When that occurs we will send a supplemental report with our additional findings. (B)(4).

Event description:
On (B)(6) 2016 04:11 pm (gmt-5:00) added by (B)(4): customer states the wet down a tubing pack to have as a back up and after returning to work the next day, the priming fluid leaked out.

Manufacturer narrative:
Date was not entered in the initial MDR. Manufacturer date: 02/16/2016.

Event description:
(B)(4). Customer states the wet down a tubing pack to have as a back up and after returning to work the next day, the priming fluid leaked out.